Manufacturer narrative:
Patient¿s identifier and weight are not available for reporting. Device is an instrument and is not implanted/explanted. The 510k: device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was being implanted with a proximal femoral nail antirotation (pfna) system to treat the proximal femoral trochanteric fracture on (B)(6) 2018. During the procedure when the surgeon tightened buttress/compression nut to contact a protection sleeve and the cortical bone, the nut became loose and came off aiming arm in question. After retracting soft tissue and periosteum, the surgeon retried the procedure, but the same failure occurred. The surgery was completed with a five (5) minute surgical delay although it was not reported how the surgery was finished. There was no adverse consequence to the patient. Concomitant device reported as: sleeve (part # unknown, lot # unknown, quantity 1) this report is for one (1) aim-arm 125° f/pfna blade. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.010.406, lot no.: 2757874: manufacturing location: bettlach, release to warehouse date: 05.aug.2011: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. Visual inspection shows that the locking mechanism of the aiming arm is badly worn. The edges are rounded and shows signs of deformation (see attached pictures). As result of these deformations, the connection between the aiming arm and the compression nut is no longer as firmly as intended. Therefore, this complaint conditions are confirmed. We have to assume that the reported problems of disconnection are result of this identified wear and tear. As this part is many years old and was often in use we classify this as normal wear and tear under many years in use. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.